Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. No anomalies observed in visual inspection, and no anomalies when the device was powered. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, there was pacing failure. It was a possibility that the temporary pacing cable had dislodged but it was also requested that the epg be inspected for possibility of malfunction. The status of the cable is unknown but the epg was returned for analysis. No patient complications have been reported as a result of this event.